Event description:
Rptr was reading about "shaken baby syndrome" on the internet. Rptr's family is going through a tragic case in which hosp has diagnosed "sbs". Rptr is doing their best to find an expert to answer some questions. Baby was taken to hosp because they were having difficulty breathing. Baby was treated for a bacterial or viral infection for almost two days. While baby was receiving the antibiotic, their health started to improve. Then the "abuse team" decided it was "sbs", now rptr's family member is accused of four counts of child abuse. Hosp has diagnosed 7-8 "sbs" cases in the past few months. Then a dr came up with a conference to make people aware of this horrible abuse. Rptr finds it pretty strange. The baby has been injured, but it is possible they sustained the injury during birth. Mother had to take heparin shots throughout the pregnancy. The heparin was diluted and mother was giving them to herself in the abdominal area. Her first child (eight years old) was delivered cesarean, but the obstetrician said she could have this child natural. After hrs of labor and pushing, the attending decided to use forceps and vacuum extraction to help in the delivery. The attending pulled on the child's head so hard that she almost pulled mother off the delivery table. This failing, the attending said, "cesarean was needed", so mother was rushed to the operating room. When the attending physician reached in to bring the child out, she realized the infant was neither in the correct position nor even in the birth canal. Rptr always thought the dr knew the baby was in the birth canal because crowning is visible. When she reached in, she stuck her finger in the child's mouth, and when she brought child out she pulled them out by the neck. When the baby was brought out they had to have oxygen and was called a "blue baby". Baby didn't have to go to intensive care because they resumed breathing on their own. Two days later baby was diagnosed with pareital lobe cephalohematoma. A neurosurgeon was not brought in on this, and the pediatrician seemed to have no knowledge of this. The parents where told this has to be watched for a few months, but no one had knowledge of this at the time. The child had an appointment for a checkup with the family dr. Parent told the dr they were really concerned about a lump on the right side of the baby's head. Soft spot had been bulging since birth, and should they worry about it. The dr assured parent it would go away within a few weeks. The child was rushed to another hosp few weeks later with pneumothorax. Baby was put on oxygen and then taken to the hosp. An x-ray of lungs was taken and baby was admitted overnight. Baby was checked a few times during the night, and was dismissed the next day. They didn't even take the time to check baby completely to find out why they suffered the pneumothorax. This is one of the charges against the father. The baby had two-month checkup and given shots (one of the shot was dpt). The dr said the child was doing very well. The parent pointed out the knot on the right side of the child's head and the bulging soft spoint, and they asked why they hadn't gone away. He assured parent that they would go down. A few days after the dr's appointment, the child head butted their parent. Child ended up with a bruised eye. The parent called the emergency room, and was told to treat it like a concussion and to keep an eye on the child. The child seemed fine, so the parent didn't think there was anything to worry about. The baby had trouble lying down flat, they had to be in the swing or propped up on pillows. Baby seemed to cry laying flat. Baby started crying, so the parent walked around the house with them. The baby held their breath and started to gasp for air, and then was hardly breathing. An ambulance was called and baby was taken to the hosp. The second hosp decided to have them taken to the initial hosp because they are better equipped to take care of children. The family dr gave orders to do a complete evaluation of the child. The dr also told parent to prepare to stay overnight. The emergency room dr didn't perform a complete evaluation and told the mother and father they could take the child home. The ER dr only checked the child's temperature, pulse and listen to their heart. The parents told the dr "a complete evaluation was supposed to be done", the dr swears up and down he didn't receive the orders. The evaluation was never done. Two days later the child was flown to initial hosp, and this is where the nightmare began. The "abuse team" didn't take any family medical history or inquired about delivery complications. They decided it was "sbs". The child had all the x-rays that were needed to show baby was shaken, the subdural and retinal hemorrhages were present, but the bruises and fractures weren't. Rptr really feels the injury was caused during birth, but the parental grandparent did dance with baby roughly. Rptr feels the forceps and the vacuum extraction caused the pareital cephalhematoma, and it ruptured during the rough dancing. Rptr wants to believe this was an accident, but the grandparent was on paxil and other medications at the time. They were baby-sitting for their one year old grandchild, another grandchild and an eight year old. Their spouse was there, but unable to assist because they were laid up with a broken leg. Both babies started crying at the same time. The eight year old said their grandparent was very upset because they couldn't get them quiet. At the hosp this person repeated to rptr over and over how the kids drove them crazy that night. When the parents returned the grandparent point out that the child's one eye was dilated larger than the other, the eyes were normal when they left. Grandparent felt very strongly that the child should be checked by a dr. Unfortunately, the parents didn't listen or this case wouldn't have gone this far. The grandparent asked the drs questions like: continued in b6.